Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using cold insulin, and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that using cold insulin, and wearing the pump supplies for 3-4 days, is off label per the user guide. On (B)(6) 2024 the customer's father took the customer to the emergency room (ER) where with a blood glucose (bg) level of 530 mg/dl, high ketones, and customer reported vomiting, dry mouth, and nausea. Customer attempted to address the elevated (bg) with a correction bolus via the pump. No additional information was provided. Regarding the ER visit ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.